Event description:
It was reported that the right atrial (ra) lead had intermittent atrial undersensing on current and stored electrograms. It was noted that the atrial sensitivity was already programmed to the most sensitive value. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.